Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/16/2019. The device history records reviewed, and no issue found. Additional information was requested and the following was obtained: what is the patient¿s current status? Stable. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure date of the index surgical procedure? In what tissue was the suture placed? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) . Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Could not provide additional information.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of the index surgical procedure. In what tissue was the suture placed? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) other relevant patient history/concomitant medications. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent appendectomy procedure on unknown date in (B)(6) 2019 and suture was used. The patient experienced red and swollen incision about 4 days post op on (B)(6) 2019. Iodophors were given and stitches were removed. It was reported that the patient condition changed better. Additional information has been requested.